Manufacturer narrative:
Date of event: unknown, not provided. Reporter first & last name: unknown, not provided. Serial number: unknown, information not provided. Catalog number: a complete catalog # is unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. (B)(4). Device manufacture date: unknown, as the serial number is unknown. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white foreign material was noticed on an intraocular lens (iol) during implantation. The foreign material was removed with tweezers. There have been no problem with the patient after the implantation. There was no patient injury reported. No further information was provided.